Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that during suturing of a hand wound, the thread did not hold the minimal forces (essential for suturing the wound), causing it to break.this resulted in wound dehiscence for the patient and there is a risk of accidental puncture for the operator.all dafilon threads during the knotting phase, if forced to a minimum, break.this is an additional case received related to MFR report number: (B)(4). According to the information received, another article code (model and catalogue number) was involved in the same way.additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample for analysis. Knot pull tensile strength result conducted on the closed sample received is 0.84 kgf and fulfills european pharmacopoeia requirements: 0.31 kgf in average and 0.10 kgf in minimum. As stated in the instruction for use of the product, when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints regarding thread breakage in any of the other products manufactured with the same thread raw material batch used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.